Event description:
It was reported that the ao60g intraocular lens was inserted into the pt's left eye using the lp604350 inserter; the lens was subsequently removed intraoperatively due to rupture of the capsular bag. The pt was reportedly doing fine. Please reference MDR#: 1119279-2012-00224 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested, but was not returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.